Event description:
Patient was revised to address dislocation due to the position of the liner within the cup.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the (B)(4) device history records did not identify any related manufacturing deviations or anamolies that would have contributed to the reported event. Previous investigation found the liner has a 10 degree angled feature that can be positioned within the cup to help alleviate dislocation. This is placed within the cup at surgeon discretion to best suit patient need. Per follow up information it has been indicated the positioning of this feature needed to be changed. The investigation can draw no further conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: additional info: update rec'd 4/2/2013- ppd and medical recordsreceived. This complaint is now legal. After review of the medical records(sticker sheet), the femoral head is now being added to the complaint. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.